Event description:
It was reported that following a device implant, oversensing during deep inspiration was observed. Capture threshold was reported as normal. Programming changes were made. Patient was monitored through routine clinical follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.